Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was hub. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6006660 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from hub. Complaint investigations. 1 used tubing was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 3, the returned sample test passed. Functional test: static pull tubing- tubing hub test, according to wi version 2, the returned sample, test passed reference samples tests results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. On the functional static pull tubing- tubing hub test, according to wi version 2 was performed and 10/10 samples passed the test a batch record review was conducted resulting in the following: packaging lot: the 6006660 was manufactured according to the wi version 96 manufactured in the machine multivac 10, on 15/apr/2024, with a total of (B)(4) units. Glue-tubing: the lot 4b05863 was manufactured according to the wi version 37, in the machine sc05 and sc06, on 12/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on 16-apr-2025 against malfunction code tubing detached from hub and lot 6006660 and no other complaint has been registered in database. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to detachment from tubing- tubing hub, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date, additional patient or event details were received which have been added in h11.